Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 123 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system alarm during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The pump passed the idle current, run current, self-test, off no power, unexpected restart, displacement and rewind tests. Unable to perform the occlusion and excessive no delivery alarm tests due to the alarm. The pump had minor scratches on the display window and a cracked reservoir tube lip.